Event description:
As reported (B)(6) 2012, a physician reported their delta30 seemed to be firing hotter than normal and the gripper was hot to the touch. The customer also reported the unit wasn't delivering energy to the target site, causing the pts' veins to not close as intended. There were no reports of pt harm or injury due to this event. As a precaution, the customer was requested the facility's unit be evaluated by the MFR. The unit has been returned to the MFR for evaluation.

Manufacturer narrative:
Returned for evaluation was one delta30 unit (sn (B)(4)). Assessment of the unit determined the unit had several communication errors in the fault log. The reported complaint description is confirmed as the unit did not function as intended. A root cause for the defect was a faulty toa. The toa was replaced, and functional testing of the unit was performed. The unit meets all acceptance criteria. A review of the service order database for the reported serial number (sn (B)(4)) noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. See scanned page. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).